Manufacturer narrative:
The insulin pump buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Unit received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched display window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and loose/shifted endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was accidentally submerged in water. Fluid was under the lcd display. The insulin pump was dropped and had a crack above the up arrow button on the upper right corner of the window. Customer's blood glucose level was 160 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.